Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and "patient's concern with the product". Device has been explanted.

Event description:
Healthcare professional additionally reported "blood in implant."

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: crease fold, brown biological tissue on the shell, one opening curved on the plug strap, two openings on the posterior and radius and wear abrasion. Leak test and microscopic analysis was performed which identified: one opening crease sharp on the radius, one sharp opening on the posterior, one sharp opening on the plug strap and non-penetrating nick. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease sharp opening on the radius assessed as fold flaw opening. A sharp opening on the posterior assessed as an unidentified (tear) opening. A sharp opening on the plug strap assessed as an unidentified (tear) opening.